Event description:
It was reported that the insulin pump alarm motor error, and the case was broken at the reservoir compartment. It was stated that the battery cap was hard to remove, and the slot was damaged. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with a damaged battery cap, cracked reservoir tube, and a broken reservoir tube lip.